Manufacturer narrative:
The lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. One of the devices was returned for evaluation. One 8fr chronoflex catheter and one ti powerport isp and various kit components were returned for evaluation. Visual, tactual, and functional evaluations were performed. The investigation is unconfirmed for a hole in the catheter, as the port body and catheter were separately patent to infusion, aspiration, and infusion against resistance and no leaks were observed, and no obvious damage was visually observed throughout the catheter or port body. Although the complaint was unconfirmed and therefore a definitive root cause could not be determined, sharp instrument or other mechanical damage could have potentially caused or contributed to such an incident as that reported. For the malfunction in which the device was not returned, the investigation is inconclusive for as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 1708050 implantable port allegedly leaked. One of the devices was unable to be used and was replaced. There was no reported patient injury. This information was received from various sources. The age of the patients ranged from 2 years to 65 years. Both patients were female and the weight was not provided.